Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, a device history record for the suspected contour next one meter was reviewed and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
An advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The meter is not expected to be returned for evaluation.